Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the devices were empty. Add'l info received on 8/8/97. It was stated by the affiliate that there was no pt consequence, therefore facility changed the consequence to pt field. It was also stated that the first device fired only 9 staples. The second device only fired 13 staples. Because of this add'l info facility changed the nature of inquiry field.

Manufacturer narrative:
Ees# 974789-j. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers & technicians are listed below. Visual inspections & results: head rotates, abc, yes; nose shroud cracked/broken, abc, no; staples in nose, abc, yes(1); staples in the track, a(9), b(5), c(17) & trigger engaged with precock, abc, yes. Functional tests & results: cycled instrument, abc, yes. Analysis conclusion: based upon the inquiry info received, visual examination & functional tests, it was concluded that the reported "devices were empty," actually was a "jammed" instrument (a) in one of the three devices. This resulted from an inverted staple in the cartridge nose of instrument. No conclusion could be reached as to how the staple became inverted in the nose. The other two instruments (b) & (c) were inspected, found to be functional, & fired the remaining staples without incident.